Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was electively explanted fifteen months after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that one day post implant this patient exhibited pauses in pacing for 2 seconds or greater. The patient was found to be in atrial fibrillation and boston scientific technical services (ts) was consulted on programming suggestions. The physician changed the programming which has alleviated the issue. To date, no additional adverse patient effects have been reported.